Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that three pediatric universal pads were in use and the flow rate was noted at 1.6l/min. The patient's temperature was 34.3c, the target temperature was 35.5c, and the water temperature was 19c. It was noted that one of the pads were not sticking, so it was removed from the patient. It was made known that the device was in use for 9 days, but the pads were changed the day before. When the device was placed in manual mode, an alert 113 occurred. There were four bars on the water level, so the complainant was advised to empty 500cc off each side of the drain port, and place the device in manual mode with the temperature set to 40c. Fifteen minutes later, the water temperature was 40c ,and the patient's temperature was up to 34.8c. The device was then placed back in cooling mode. Approximately one hour later, the flow rate was noted at 1.9l/min and the patient's temperature was up to 35.3c.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "the arcticgel small universal pads are only for use with the arctic sun temperature management system. See operators manual for detailed instructions on system use. Select the proper number of pads for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number of pads. The following sizing chart is provided as guidance. Modify the number of pads and locations as necessary to meet specific clinical needs. Place the pads on healthy, clean skin only. Locate pad edges away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. The pad surface must be contacting the skin for optimal energy transfer efficiency. The small universal pads are provided with a cloth liner over the hydrogel. The pads may be used with the cloth liner in place or removed to expose the hydrogel adhesive. If the cloth liner is used, secure the pads with the velcro straps to ensure good contact with the skin. The pads may be removed and reapplied if necessary. Due to the small patient size and the potential for rapid patient temperature change it is recommended to use the following settings: water temperature high limit: =40°c (104°f); water temperature low limit: =10°c (64.4 °f); control strategy: 2. It is recommended to use the patient temperature high and patient temperature low alert settings. Place a core patient temperature probe and connect to the arctic sun temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. Attach the pad¿s line connectors to the fluid delivery line manifolds. Begin treating the patient. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected. When finished, purge water from pads. Slowly remove pads from the patient and discard." (B)(4). The device was not returned.

Event description:
It was reported that three pediatric universal pads were in use and the flow rate was noted at 1.6l/min. The patient's temperature was 34.3c, the target temperature was 35.5c, and the water temperature was 19c. It was noted that one of the pads were not sticking, so it was removed from the patient. It was made known that the device was in use for 9 days, but the pads were changed the day before. When the device was placed in manual mode, an alert 113 occurred. There were four bars on the water level, so the complainant was advised to empty 500cc off each side of the drain port, and place the device in manual mode with the temperature set to 40c. Fifteen minutes later, the water temperature was 40c ,and the patient's temperature was up to 34.8c. The device was then placed back in cooling mode. Approximately one hour later, the flow rate was noted at 1.9l/min and the patient's temperature was up to 35.3c.